Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had been intermittently unresponsive for four months, required hard button presses and recently caused scrolling. Reportedly, the up arrow and down arrow buttons had a delayed response which had progressively gotten worse. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. The contrast and down buttons were intermittently unresponsive and the up and ok buttons responded appropriately. There was evidence of contamination found under all key contact buttons.